Event description:
Device was returned for repair for service. During service, technician found that there was no function, that there were fluid residues inside and the battery cover was melted. The indicators were red. The device was autoclaved. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed the device malfunctioned and the battery cover melted. This was attributed to faulty handling. The device was disposed of and a replacement sent to the customer on (B)(4) 2013. Placeholder.